Manufacturer narrative:
Additional information has been received that changes the reportability of this record. This record will be cancelled as it is not a reportable event. Identified with MFR report 1917413-2021-00636 from dt 3201032. Please see the new dt record 3278444 as this supersedes the previous.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: our end user purchased a case of this item, comprised of 10 packs of 100 from the lot noted. They have used 3 packs to date and have observed constant blood coagulation. They have never encountered this issue previously using the same product. 20jul2021/pw - no erroneous results, updated as reported to "other" - customer using off-label - just requesting bd check if there was any updates to silicone coating. This should not be a reportable event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: our end user purchased a case of this item, comprised of 10 packs of 100 from the lot noted. They have used 3 packs to date and have observed constant blood coagulation. They have never encountered this issue previously using the same product.